Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a lap appy using an echelon 45 with blue reload on the base of the appendix. Surgeon says the staple line had malformed staples and caused the tissue to stick to the jaws. The tissue was pulled away from the jaws using a grasper. Another 45 was opened with another blue load and the base of the appendix was re-stapled successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2022 d4: batch #377a79 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the first photo, the jaws with the blue reload that was apparently fired was observed. In addition, the tissue was noted to be stuck to the reload. In the second photo, a packaging box was observed with the lot: v95f75. Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.